Event description:
It was reported that the patient presented in clinic due to pocket erosion. The physician repositioned the implantable cardioverter defibrillator (ICD). The patient was stable throughout the procedure.